Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facebook that the patient had a greenfield filter implanted on an unknown date. The filter has punctured the aorta. No further information was provided.